Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen had a "dead" spot. The customer declined troubleshooting with tandem's technical support. The customer's blood glucose level was not impacted. Reportedly, the customer would monitor the pump.